Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. The analyst commented that there was distal conductor distortion in the connector due to over-rotation, which did not allow the helix to extend and retract. This also blocked the stylet from being inserted.

Event description:
It was reported that during the procedure the helix of the right ventricular (rv) lead popped out with only one turn of the rotation tool. A stylet was not able to be inserted after that. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.